Manufacturer narrative:
Analysis of the event summary report from the device identified an event on 10-11-2024 lasting 58 minutes with the device performing a total of 4,111 compressions. The summary report shows the device was deployed at 19:40:23 and functioned properly for nearly 27 minutes until 20:07:16 at which point it stopped compressions, as designed, to allow for a piston adjustment to the patient's chest. Instead of adjusting the piston, the user pressed the pause and run compression buttons multiple times. At 20:13:13 the device piston was adjusted to the patient's chest and compressions resumed until 20:24:57 when the device again indicated a need for piston adjustment. The adjustment to the piston was not made, and the device was subsequently powered off. The analysis concludes that the issue likely resulted from a lack of user training. As defined in the device IFU, "compressions may also stop or fail to start because the piston requires adjustment to the patient's chest. The acc will indicate that piston adjustment is required by blinking the adjust up/down leds. Press the pause button to clear the piston adjustment error condition. Readjust the piston using the adjust up/down buttons so that it is making firm contact with the patient's chest. To resume compressions, push the run continuous button or the run with breaths button."

Event description:
It was reported by a customer that during a rescue attempt, the device stopped compressions. They reported that they tried replacing the battery pack during the rescue attempt, but the issue continued. They further reported that the patient was not resuscitated.